Manufacturer narrative:
Qc was within the customer's established ranges on the day of the event. The customer repeated qc when the ER questioned some accutni results and repeat qc was out of specifications high. Bci customer technical support (cts) had customer check reagent cooler temperature and it was out of specifications high. A field service engineer (fse) was on-site (B)(6) 2011 and adjusted the alignment of the main pipettor to the reagent pack and replaced some hardware. No reports of death, injury or change to patient treatment have been reported in connection with this event.

Event description:
A customer contacted beckman coulter inc (bci) regarding elevated troponin (accutni) results generated by the access 2 immunoassay system for 6 patient samples. No reports of death, injury or change to patient treatment have been reported in connection with this event.